Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Event description:
It was reported that the pump was not recognized by the t connect uploader. There was no reported impact to customer's blood glucose. This event is being reported based on the evaluation of the returned device. During evaluation, damaged usb pins were observed which prevented charging.